Event description:
Customer reportedly obtained results of 84 mg/dl, 212 mg/dl, 146 mg/dl, and 147 mg/dl on the advantage system within 10 minutes. No treatment information provided. Requested return of suspect system and replacement was sent.